Event description:
The spontaneous case was rec'd on (B)(6) 2013 from a consumer and concerns a (B)(6) female pt. The pt had no relevant medical history and was not taking any concomitant medications. On (B)(6) 2012, the pt rec'd the restylane (hyaluronic acid) and had pain and was uncomfortable after the injection. The batch number used was reported 11700. In (B)(6) 2013 the pt was seen by doctors at the office and had a permanent indentation on the left side of face at the nasal labia folds, it was reported that the pt's face looked caved in. In v 2013 the area on the face looked fully indented. The rptr stated that photos were available to send. No add'l info was available at the time of the report. (B)(4).

Manufacturer narrative:
(B)(4). The event pain and permanent indentation assessed as serious and possibly related.